Event description:
Port was determined to be cracked from x-ray. It had to be surgically removed and replace with a new one. Manufacturer response for groshong powerport 8fr, bard (per site reporter). They are initiating a quality control investigation.